Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for hi accompanied by symptoms. School nurse is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is 250 to 350 mg/dl. The customer did report symptom of having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the school's office. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date is unknown. (B)(6). School nurse (B)(6) calling states that the meter is giving hi blood result. Student is (B)(6). He ran two fasting blood test and got hi result twice. Customer normal glucose range is 250-350 mg/dl and she test several times a day. Student states that she run a fasting blood test this morning before coming to school on the meter that she have at home and it was 340 mg/dl fasting. Customer is taking insulin and humalog at night. Customer is having a headache at this time and will call her doctor. Customer is concern with the hi results. Customer is not concern with the 50 mg/dl because they know the results were actually low.